Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was placed under general anesthesia on (date not reported), in order to replace the abutment. The implanted device remains.